Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/paelvic pain") and genital haemorrhage ("bleeding/abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome and uterine fibroid embolisation. Concurrent conditions included low back pain, epigastric pain, genital bleeding, dysfunctional uterine bleeding, vaginal bleeding, abdominal pain, vomiting, duodenal ulcer, diabetes, hypertension, gastric bypass, hypokalemia, nausea, dry heaves, anastomotic ulcer, esophageal spasm, constipation, hyperemesis, dehydration, anxiety, diet failure, chills, productive cough and chest pain. Concomitant products included cefradine, lisinopril dihydrate (lisinopri eg), metformin hydrochloride (glucophage), ondansetron hydrochloride (zofran), oxycodone hydrochloride; paracetamol (percocet) and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("other (list): cramping, bloating ,ablation") and abdominal distension ("other (list): cramping, bloating, ablation"). The patient was treated with surgery (ablation, ablation and laparoscopic hysterectomy,bilateral salpingectomy with ovarian preservation.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure placement procedure: the essure device was placed in the right ostia with 4 trailing coils. The essure device was then placed in this left tube without difficulty. 3 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: the uterus was well seen and appears normal in size and echogenicity. The endometrial lining measures 5 mm. Both ovaries are identified and contain multiple simple cysts. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.